Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 120 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end capsticker.